Event description:
MFR received a medwatch report stating that a pt fell from a lift during transfer. This allegedly resulted in a fractured shoulder. The initial reporter was contacted and stated the lift did not malfunction. It was further stated the lift strap appears to have been improperly attached. The lift is presently continuing to be used.